Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned, non-emergency procedure. Despite the error message, the procedure was completed as planned by releasing and pressing the footswitch again, which recovered the system, allowing the procedure to continue. There was no reported harm to philips. The field service engineer (fse) visited onsite and performed troubleshooting, fse detached the high voltage tips from the side of the x-ray tube for inspection. A visual examination revealed that they were intact, showing no signs of high leakage and there were no errors generated during stress test of tube and generator. The fse reviewed the system log file and identified kv asymmetry errors, convert short-circuit and kv acts out of range and tube was defective. The philips engineer replaced the x-ray tube and returned the defective x-ray tube to philips for failure analysis. The analysis confirmed the malfunction and identified that the tube failed with a degraded filament, which is a known wear and tear failure mode for tubes at the end of lifetime. After replacement the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.